Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and attached to a bd secondary set primed with blue dye water. The sets were allowed to free flow. There was no incident of backflow. The customer complaint that IV antibiotic secondary bag was found empty quickly after infusion started and rn could see it flowing into the primary infusions bag could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown. IV antibiotic hung as a secondary. Rn checked for drips prior to leaving patient room. Came back to find secondary infusion back flowing up into the primary bag. It was easy to identify as the secondary medication was yellow in color.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: unknown. IV antibiotic hung as a secondary. Rn checked for drips prior to leaving patient room. Came back to find secondary infusion back flowing up into the primary bag. It was easy to identify as the secondary medication was yellow in color.